Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they started getting a lot of leakage and so they went to use programmer to connect with ins (pt stated they hadn't used it in a while). Pt reported all of a sudden they got a jolt between their "bowel and vagina". Pt stated they think they might have turned on stimulation that caused this jolt (since stim was too high). Pt reported they are still hurting from this. Pt reported they felt like it "fried" the implant and were concerned they caused damage. Pt stated they turned programmer off and took batteries out of programmer. Reviewed external equipment and therapy overview. Walked pt through checking therapy status. Pt confirmed therapy is on at 4.1v on program 4. Pt decreased stim to 3.0v and confirmed feeling stim comfortably while sitting and standing. Pt inquired about which program would work best for leakage.  The issue was not resolved through troubleshooting. Pt inquired about surgery to remove ins the patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.